Manufacturer narrative:
Additional narrative: this report is for an unknown synthes titanium elastic nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for synthes titanium elastic nail is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: wall, ej et al (2008), complications of titanium and stainless steel elastic nail fixation of pediatric femoral fractures, journal of bone & joint surgery, vol. 90-a no. 6, pages 1305-1313 (united states of america). The main purpose of this present study is to compare the clinical complications associated with stainless steel elastic nails and titanium elastic nails when used for the treatment of pediatric femoral shaft fractures. Between 1997 and 2003, 104 patients with femoral shaft fractures who underwent elastic stable intramedullary nailing. These patients were divided into two groups: titanium group consisted of 56 patients (40 male and 16 female) with the average age of 9.4 years (range, 4-15 years) were treated with unknown synthes titanium elastic nail while another group of 48 patients were treated with the competitor¿s device. Malunion was defined as an angulation of >10_ in the coronal plane or >15_ in the sagittal plane. Minor complications were defined as nail irritation or infection that was treated nonoperatively. The average duration of follow-up was 11.7 months (range, 3-65 months). The following complications were reported as follows: 1 patient had nail breakage, 3 patients had infection, 3 patients had implant revision due to nail irritation, 4 patients had minor complication (skin irritation at the nail tip), a (B)(6) patient (B)(6) had malunion. A (B)(6) patient (B)(6) had malunion. A (B)(6) patient (B)(6) had malunion. A (B)(6) patient (B)(6) had malunion. A (B)(6) patient (B)(6) had malunion. A (B)(6) patient (B)(6) had malunion. A (B)(6) patient (B)(6) had malunion. A (B)(6) patient (B)(6) had malunion. A (B)(6) patient (B)(6) had malunion. A (B)(6) patient (B)(6) had malunion. A (B)(6) patient (B)(6) had malunion. A (B)(6) patient (B)(6) had malunion. A (B)(6) patient (B)(6) had malunion. Among the 13 patients, 1 unknown patient was treated with osteotomy. This report is for 3 patients who had infection, 3 patients who had implant revision due to nail irritation and 4 patients who had minor complication (skin irritation at the nail tip). This report is for an unknown synthes titanium elastic nail. The complaint involves 15 devices. (B)(4) - this product complaint includes 10 devices. (B)(4) - this product complaint includes 5 devices. (B)(4).